Event description:
It was reported that during a laparoscopic cholecystectomy procedure, a teardrop-shaped clip was formed when the device was used around the cholecyst at the 2nd firing, though the 1st clip was formed properly outside the patient. After the event occurred, the device was fired outside the patient again and the 3rd clip was formed properly, but a j-shaped clip was formed at the 4th firing, when the device was used for the patient again. Then, the device was fired out of the patient again and the clip was formed properly. So the device was intended to be used again, but the next clip was not fed into the jaws inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? 2nd, 4th and 6th. What vessel or structure was the device fired on at the time of the event? Cholecyst. Was the clip fully advanced into the jaws prior to firing?---no. Was there any torquing or twisting of the device present at the time of firing? ---no information. Was any unexpected resistance felt while firing the trigger? ---no information. Were any unexpected noises heard? If so, when? ---no information. Did anything unexpected happen prior to this incident? Device fired fine when outside the patient, incidents occurred when used inside the patient. Was the device fired after this incident in or out of the patient? ---no information. What were the indications for surgery? What was found? ---no information. Does the patient have any relevant history of surgical treatments? If so, what? ---no information. Did somebody other than the primary surgeon fire the instrument? If so, whom? ---no information. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.